Event description:
It was reported that a patient underwent a surgical knee procedure on an unknown date and suture was used. After the procedure, the patient experienced dermal suffering. The patient was still hospitalized and was prescribed antibiotics and other medication. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.